Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Unit had unresponsive buttons due to moisture damage lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed batt test alarms due to unresponsive button. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and rejected new batteries. The customer stated that the insulin pump was submerged in to water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.